Event description:
During an unk procedure, the device would not cut and would not coagulate. The hemostasis was difficult to perform rapidly. Procedure was performed with another instrument with no issue.